Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported the sherlock sensor only works intermittently, the signal appears periodically. They were able to complete the procedure without tip confirmation. No patient injury was reported or occurred.